Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's diabetes nurse educator reported that the patient was admitted to the hospital for dka. She said that she did not know any blood glucose values; she knew that the patient was placed in the intensive care unit on an intravenous insulin drip. The nurse reported that the patient was placed back on the pump using a temporary basal rate that doubled the usual basal delivery. She stated that the blood glucose continued to rise on the pump and did not respond to corrections via the pump. She said that the blood glucose responded to insulin injections. The nurse reviewed the pump and supplies during the contact. She said that the cartridge was changed once and the infusion set along with the tubing was changed three times on the day of the contact. The nurse denied bent cannulas and said that there was no blood or air in the tubing or the cartridge. The sites appeared healthy without redness or irritation. The patient rotated sites appropriately and the nurse observed no scarring or skin changes near the infusion sites. There was no insulin leaking at the infusion site or from the tubing or cartridge. The nurse programmed and delivered a five unit air bolus and confirmed that insulin dripped from the tubing. The date and time on the display screen were correct. The total daily dose delivery was accurate, the pump settings were correct, the bolus history was accurate, and there were no missed boluses or alarms. The patient denied recent changes in diet or activity. The nurse reported extensive assessments were completed in the hospital and the patient showed no signs of illness or infection. The nurse indicated that the patient's physician recommended that the patient use manual injections until the pump can be replaced.